Event description:
This rv lead was implanted on (B)(6) 2005 and was capped and replaced on (B)(6) 2013 for unknown reason. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6) no other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).